Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an infection at the implant site which led to an extrusion of the device. A sterility check showed that the device was subjected to a valid sterilization process. The device has been explanted and the patient was not re-implanted. Despite multiple requests for additional information regarding this event none has been received. This is a final report.

Event description:
The patient experienced an infection at the implant site which led to an extrusion of the device. The wound fully healed after implantation. It is thought that a migration of the implant with skin tension led to the infection. The device has been explanted and the patient was not re-implanted. Despite multiple requests for additional information regarding this event none has been received.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient experienced an infection at the implant site which led to an extrusion of the device. The wound fully healed after implantation. It is thought that a migration of the implant with skin tension led to the infection. The device has been explanted and the patient was not re-implanted.